Manufacturer narrative:
B3: unknown; no information has been provided to date.(B)(6) h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer problem. The device alarms and displays error 45520. The investigation was not able to determine the cause of the issue. The keypad needs to be exchanged.

Event description:
It was stated that the device had error 45520 indicating a keyboard issue. The incident was observed during a functional test. There was no patient involvement.